Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm and vessel morphology were unremarkable. It was reported that the bifurcated stent graft was deployed (from the right side) to the level of the contralateral gate, then they opened the bare springs followed by implant of the contralateral limb. Deployment of the ipsilateral limb was completed. When bringing the delivery system of the bifurcated stent graft out there was a piece of wire (outer coil) came out with it. The outer coil of the wire (another manufacturer's) appeared to have unraveled. None of the wire coil was left in the patient. It was also reported that the leia was ruptured during removal of the wire and this was repaired with a contralateral extension stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: caused by another drug/device (wire). Conclusions: another device caused failure (wire).